Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that although the patient was stable, recurrent audible and visual red heart/low flow alarms (every 2 minutes) and pump stoppages were noted in the log file. The patient's lactate dehydrogenase levels were elevated. The plan was to start the patient on milrinone to see if it might help increase flows and eliminate the reported alarms; however, the patient's pump eventually stopped completely. Thrombus was suspected and it appeared that the pump may have clotted off. The patient was transferred to another hospital and is currently awaiting transplant.

Manufacturer narrative:
The pump remains disconnected and the patient is still awaiting transplant, thus the pump is not available for evaluation. Review of the submitted log files revealed that on (B)(6) 2015, several pump stoppages were captured and the pump speed never increased above 1610 rpm. Continuous low speed hazard and low flow hazard alarms were captured in addition to scattered high motor current events. In addition, pump power remained elevated between 9.6-14.8 watts. Power was removed from the system controller and the log file ended with a driveline disconnect. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.